Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 29 samples underwent functional tests, and none of them showed any defects in stopper function. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper popped off of an unspecified number of tubes resulting in sample leakage and exposure. It is unreported to what extent the healthcare provider was wearing ppe or if post exposure testing was conducted. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper popped off of an unspecified number of tubes resulting in sample leakage and exposure. It is unreported to what extent the healthcare provider was wearing ppe or if post exposure testing was conducted. No adverse impact was reported regarding the patient or user.